Manufacturer narrative:
Approximate age of device: 29 mos. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the yellow wrench alarm appeared with a driveline fault alarm. The patient disconnected the driveline and replugged the driveline and the driveline fault re-appeared. The data log file submitted to the manufacturer confirmed the yellow wrench and driveline fault alarms. The driveline fault alarms are occurring on both batteries and power module. The system controller was exchanged and has been returned to the manufacturer for evaluation.